Event description:
As reported, a 9mm x 40mm precise pro rx carotid self-expanding stent (ses) could not be released. There was no difficulty removing the delivery system from the patient; however, there was an indication that the stent was partially deployed when removed from the patient. A non-cordis carotid stent was used as a replacement. There were no reported injuries to the patient. The target vessel was the carotid artery. Vessel characteristics at the target site included mild calcification, mild tortuosity, and 75% stenosis. The delivery system remained in one piece during its removal. Attempts were made to deploy the stent after it was removed. The device was not returned as expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, a 9mm x 40mm precise pro rx carotid self-expanding stent (ses) could not be released. There was no difficulty removing the delivery system from the patient; however, there was an indication that the stent was partially deployed when removed from the patient. A non-cordis carotid stent was used as a replacement. There were no reported injuries to the patient. The target vessel was the carotid artery. Vessel characteristics at the target site included mild calcification, mild tortuosity, and 75% stenosis. The delivery system remained in one piece during its removal. Attempts were made to deploy the stent after it was removed. The device was returned. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection. During a thorough examination, a kink was observed approximately 9 cm from the distal tip. The stent was properly mounted in its manufacturing position, with no other notable details. Due to the kink, the usable length and l2 dimension could not be verified, as it impeded proper measurement. The device's functionality was tested to determine if the stent could be deployed as expected. The hemostasis valve was set to the unlocked position. The stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, showing no signs of damage or anomalies. The reported issue of "stent delivery system (sds) deployment difficulty-partial deployment" was not observed during the analysis of the returned device. The exact cause remains undetermined. Despite the report of deployment difficulty and partial stent deployment, the stent was returned in its manufacturing position, with no partial deployment visualized. However, a kink was noted 9 cm from the distal tip. It was reported that after the stent was removed from the patient, an attempt was made by the customer to deploy it. It is crucial to avoid troubleshooting the device when a failure occurs; instead, allow the experts in the analysis lab to investigate the device to determine the root cause of the reported event. Based on the available information and the analysis of the returned device, it is challenging to draw a clinical conclusion between the device and the reported event. Vessel characteristics, including 75% stenosis, mild tortuosity with calcification, procedural factors, and device handling, were likely contributing factors, as the functional analysis was performed successfully. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.